Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported aneurysm enlargement. Clinical evaluation was unable to confirm the reported patient status of doing well and being on surveillance. Additionally, clinical evaluation found a type iiib endoleak of the suprarenal cuff with complete crown separation and suprarenal cuff dilation 37.2 mm (32%). The most likely cause of the compromised stent graft integrity of the suprarenal cuff (breached [complete crown separation] and stretched [dilated 37.2 mm-32%]) was the use of the strata material; however, a definitive root cause cannot be determined. There was no evidence of a secondary procedure and the patient status is unknown. Reportedly, the patient will be on surveillance. There are no further reports of negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. The afx bifurcated stent mentioned was previously reported under MFR# 2031527-2018-00219.

Event description:
On (B)(6) 2012, an afx bifurcated and a suprarenal extension were implanted to treat an abdominal aortic aneurysm. The 5 year follow-up showed the presence of an endoleak and aneurysm enlargement; however, the type of endoleak could not be determined at the time of the follow-up; however, it was reported that there was minimal overlap and proximal neck dilation with dilation of the proximal cuff. Reportedly, the patient was doing well and will continue to be monitored by the physician for further treatment possibilities. No additional event or patient information is available.